Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pneumothorax may have been procedure related. Per the IFU, pneumothorax is a known risk during the use of this device.

Event description:
Following a pacemaker implantation procedure the patient developed a pneumothorax. The patient experienced shortness of breath and a chest x-ray confirmed the presence of a pneumothorax, that was treated with conservative management and observation. The patient was discharged in stable condition. There were no performance issues with any abbott device.